Event description:
Device report from (B)(6) reports an event as follows: it was reported that during the lumbosacral arthrodesis procedure on (B)(6), 2022, at the time of passing the schanz screws it becomes stuck in the t. The screw has to be removed and another screw was used. Procedure was completed with a thirty minute delay. There was no patient consequence. This report is for a simple t-handle. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9 h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the t-handle f/steinm-pins+schanzscr (p/n: 395.380) was stuck with its mating device the transpedschanzscr ø6.2 l180/35 tan dblue. No other issues were identified. A dimensional inspection was not performed for the t-handle f/steinm-pins+schanzscr due the piece being stuck with its mating device. The observed condition of the sample was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed on the complaint device with the returned mating piece the transpedschanzscr ø6.2 l180/35 tan dblue. Both devices remained stuck despite attempts to disassembled them. The misassembled condition of the device could have caused the device interaction issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the t-handle f/steinm-pins+schanzscr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.